Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the thread broken when knotted during cesarean surgery. This suture was used to sew the blood vessels (blood vessels of the uterus) so that the tissue opened and the blood spurted out. The patient's outcome is good after surgery and no reoperation was needed after suturing. When the suture broke, the surgeon used another suture brand. Patient confirmed covid-19.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market 5,040 units. There are no units in stock in b. Braun surgical's warehouse. We have received 26 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 7.97 kgf in average and 6.03 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Remarks: when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.